Manufacturer narrative:
Date of event between 18-jul-2018 and 01-aug-2018. PMA/510(k) #: not exempt. PMA/510(k) #: pre-amendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane mac-loc locking loop biliary drainage catheter was placed into a patient during an unknown procedure. The flexible stiffening cannula was unable to be removed from the catheter during the procedure. The physician removed the device and replaced the catheter with a like device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation. A review of the documentation, drawing, instructions for use (IFU), manufacturing instructions and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest issues or gaps exist which could contribute to the release of nonconforming product related to the reported failure mode. A precaution noted in the instructions for use (IFU) states that when inserting the stiffening cannula into a catheter with a retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. A review of the device history record could not be performed, as the lot number is unknown. Based on the information provided, no returned product and the results of our investigation, a definitive cause can be traced to the user. It is likely that the customer did not use the stiffener and catheter together appropriately, causing the flexible stiffener to become lodged. This could be a result of not following the instructions for use by not holding the suture taut when inserting the flexible stiffener into the catheter. This could also be from allowing biological matter to clog within the catheter. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.